Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer awoke with low blood glucose at 36 mg/dl. Customer treated with food and his blood glucose was 95 mg/dl at the time of this report. It was found the drive support cap of the customer's insulin pump was sticking out, and he received a prime rewind alarm. Customer was advised to follow back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime alarm. The insulin pump passed the self-test. No alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot, scratches on reservoir tube window and cracked battery tube threads.